Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms and a cartridge alarm 25 during pumping. The customer's blood glucose (bg) level was 491 mg/dl. The customer used another pump to address the bg level. The customer was working with a tandem clinical diabetes specialist to determine a possible cause of the alarms. Tandem technical support reviewed the pump t:connect data and no abnormal data was found.